Manufacturer narrative:
The following devices were also listed in this report after the initial MDR was filed: cat# 5551-g-320; triathlon asymmetric x3 patella; lot# ljp4; cat# 5510f401; triathlon cr fem comp #4 l-cem; lot# elrhs; cat# 5520-b-400; triathlon prim tib baseplate - cemented; lot# mnmka; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event. An event regarding infection involving a triathlon insert was reported. The event was confirmed through clinician review of the provided medical records.. Method & results. -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted -clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: this was a very high-risk patient based on preoperative comorbid conditions. There were complicating psycho-social factors. The patient underwent several operative procedures for wound and infection issues. The patient quite possibly had a prosthetic joint infection and or instability. No x-rays were provided for review to assess alignment or loosening. There were no apparent issues that could be related to the implants themselves. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been 1 other similar events for the lot and sterile lot referenced. Pr relate to infection for the same device and patient, therefore no further trending is required for this commonality. Conclusions: clinician review of provided medical records indicated that this was a very high-risk patient based on preoperative comorbid conditions. There were complicating psycho-social factors. The patient underwent several operative procedures for wound and infection issues. The patient quite possibly had a prosthetic joint infection and or instability. No x-rays were provided for review to assess alignment or loosening. There were no apparent issues that could be related to the implants themselves. Staphylococcus epidermidis have been identified as cause of infection of patient. A microbiological assessment was performed and indicated that due to the nature of the organisms isolated ¿ susceptible to various modes of sterilization - and the sterilization methodology employed by stryker, it is not probable that staphylococcus epidermidis could have originated from the implants. It is noted that the patient would like to know if her implants are part of recall. Based on the catalog number provided the reported device is not subject to product recall. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
This pi is for I&d done on (B)(6). Patient reported she had left tka on (B)(6) 2015. Following surgery patient had physical therapy for about 6 weeks. The patient started to experience inflammation and excruciating pain around (B)(6) of 2019. The patient went to an urgent care center and was told it was a sprain and to follow-up with her surgeon. On (B)(6) 2019 the patient went to a follow-up and was told by the surgeon it was a lateral spring ligament. The patient has had cat scans, ultrasounds, bone scans and x-ray images between (B)(6) of 2019 and end of (B)(6) 2019. Patient had 3 weeks of physical therapy in (B)(6) 2019 but due to manipulation the surgeon stopped therapy as he felt the patient could perform the therapy she was trained to do. The patient stated she has never improved. Her pain has gotten worse. On (B)(6) 2020 the patient had an arthroscopy. The patient has had I&ds done on (B)(6) 2015 (approx), (B)(6) 2020 & (B)(6) . Patient's knee started tunneling and on (B)(6) 20th surgeon used local anesthetic and cleaned the wound. The patient has not been revised and would like to know if her implants are part of recall.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for I&d done on (B)(6). Patient reported she had left tka on (B)(6) 2015. Following surgery patient had physical therapy for about 6 weeks. The patient started to experience inflammation and excruciating pain around (B)(6) 2019. The patient went to an urgent care center and was told it was a sprain and to follow-up with her surgeon. On (B)(6) 2019 the patient went to a follow-up and was told by the surgeon it was a lateral spring ligament. The patient has had cat scans, ultrasounds, bone scans and x-ray images between (B)(6) 2019 and end of (B)(6) 2019. Patient had 3 weeks of physical therapy in (B)(6) 2019 but due to manipulation the surgeon stopped therapy as he felt the patient could perform the therapy she was trained to do. The patient stated she has never improved. Her pain has gotten worse. On (B)(6) 2020 the patient had an arthroscopy. The patient has had I&ds done on (B)(6) 2015 (approx), (B)(6) 2020. Patient's knee started tunneling and on (B)(6) surgeon used local anesthetic and cleaned the wound. The patient has not been revised and would like to know if her implants are part of recall.